Manufacturer narrative:
Qn#: (B)(4). Customer contacted regarding this event and reports: there was no negative impact to the patient. No intervention required. No patient injury or complication. The tip was retained in the patient without incident.

Event description:
According to the medwatch (2401060000-2019-8007) "poor flow through right upper arm av graft. Fistulogram completed. Moderate amount of nonocclusive thrombus was noted. Percutaneous declot of fistula was attempted with ptd device. Resistance was noted. Device was removed, it was noted that the tip of the device was missing. The tip was retained in the distal aspect of the arterial limb per fluoroscopy. Angioplasty completed as planned. Tip of device left in the arterial limb as it was embedded. No further intervention required. No harm to patient".

Event description:
According to the medwatch (B)(4) "poor flow through right upper arm av graft. Fistulogram completed. Moderate amount of nonocclusive thrombus was noted. Percutaneous declot of fistula was attempted with ptd device. Resistance was noted. Device was removed, it was noted that the tip of the device was missing. The tip was retained in the distal aspect of the arterial limb per fluoroscopy. Angioplasty completed as planned. Tip of device left in the arterial limb as it was embedded - no further intervention required. No harm to patient."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.